Manufacturer narrative:
H10: per good faith effort (gfe) response received 03/29/2023, insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID for a battery; however, it could not be confirmed if the customer replaced the specified parts. Good faith efforts (gfe) were performed for further details regarding the event; however, no further information was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Reporting address state: 2a.reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a bad battery. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The battery no longer holds a charge. Request for the supply of a battery under the parts contract. The battery has been ordered for replacement.